Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, when device was used, even the surgeon was not pressing the activation button however the device kept activating. The unit was turned off to resolve the issue. There was no patient injury.